Manufacturer narrative:
Concomitant medical products: baxter 500ml IV bag, therapy date (B)(6) 2015. The customer¿s report of a leak at the texium/smartsite connection point was not confirmed. Visual inspection showed no damage to the sets, components or the actuator tabs of the texium adaptors. Functional and pressure testing resulted in no leaking. The root cause f the reported event was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that 'leaking was noted during infusion, appeared that fluid was coming from the texium/smart site connection point. When they were disconnected, there was a lot of fluid saturating the smart site. No patient injury reported.'